Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on radius. A visual and microscopic analysis was performed which identified: opening smooth on radius, opening crease sharp on radius, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: a smooth opening on radius assessed as smooth opening. An opening crease sharp on radius assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿right side rupture¿. Device remains implanted.